Event description:
Customer was reportedly unable to test on the device and experienced hypoglycemic symptoms. Customer reports drifting in and out of consciousness during the time the device was unavailable. Customer was given food to elevate her blood glucose. No medical treatment received. Requested return of suspect device and replacement was sent.